Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patients leads migrated during a non-device related surgery. Lead migration was confirmed via x-ray. It was noted that the patient was experiencing inadequate and overstimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.